Event description:
It was reported that the graftmaster stent could not cross the perforation in the saphenous vein graft (svg) to obtuse marginal (om). The graftmaster stent was retracted. No other treatment for the perforation was attempted, as the patient's condition deteriorated and the patient subsequently died on the table. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.